Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2009.according to the complainant, post-procedure, the patient experienced severe pain, abdominal pain, groin pain, vaginal erosion, graft erosion and dyspareunia.all other information is unknown and unavailable.